Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia) / bad periods') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured and d & c. Concurrent conditions included obesity, irregular periods, fibroids, loose tooth, nabothian cyst and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), alopecia ("hair loss") and fatigue ("fatigue"), 1 month 16 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse /dyspareunia") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain (gained 50 lbs)"). On (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal distension ("bloated") and menopause ("menopause"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation and a total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, tooth disorder, fatigue, pelvic pain, anxiety, depression and weight increased had resolved and the abdominal distension and menopause outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menopause, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring. Current weight: 210 lbs. Complication during removal procedure- bladder perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: fallopian tubes were bilaterally occluded. On (B)(6) 2013 : hysterosalpingogram : essure devices in place with bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : events- "abdominal distension and menopause", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("abnormal menstrual bleeding / prolonged menses / abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst ruptured and d & c. Concurrent conditions included obesity, irregular periods, fibroids, loose tooth, nabothian cyst and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 16 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), alopecia ("hair loss") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse /dyspareunia"), tooth disorder ("dental problems") and weight increased ("weight gain (gained 50 lbs)"). On (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). The patient was treated with surgery (a total hysterectomy with bilateral salpingectomy to remove essure) and surgery (on (B)(6) 2016 underwent ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, tooth disorder, fatigue, pelvic pain, anxiety, depression and weight increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning on or about august 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring. Current weight: 210 lbs complication during removal procedure- bladder perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - in november 2013: fallopian tubes were bilaterally occluded (B)(6) 2013 : hysterosalpingogram : essure devices in place with bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), dental problems , fatigue , pain, anxiety, depression , weight gain (gained 50 lbs).", reporter added from pfs. Concomitant and historical condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (a total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. The reporter commented: beginning on or about (B)(6) 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were bilaterally occluded incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.